Event description:
Dr advised rptr that he needed a spinal fusion which would require installation of steel plates for stability. The operation was completed and rptr experienced no relief from pain down both legs. Dr insisted the graft was good and the plates were properly in place. Rptr got another opinion from a dr who advised there was no graft and rptr needed plates put in. That would include another level. After that operation, rptr did experience a level of pain relief. Rptr still requires pain relief from pain medication, muscle relaxants and anti-inflammatory drugs. The area above the plates in spine always seems to be sore and rptr still experiences pain at different levels and times. He is 36% disabled and can no longer work in his field.